Event description:
Patient presented to the physician with right-sided lip fatigue, drooping, and weakness, along with pain originating from the ipg and radiating to the right armpit. Physician suspected marginal mandibular nerve damage and referred the patient for physical therapy.